Event description:
The patient reported: the homecare provider (hcp) filled the liquid oxygen stationary unit at the patient's home. After the hcp left the home, the relief/economizer (r/e) valve of the unit continued to vent. The patient reports seeing liquid oxygen coming out of the r/e valve. The patient bent over the unit to look inside the shroud, at that time the lens of the pressure gage shattered. A piece of the lens struck the patient's cheek. The patient called their hcp and reported the event.

Manufacturer narrative:
The device has been returned and is undergoing evaluation. A supplemental report will be filed when our investigation is complete.